Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer shut down when using the analyzer. The programmer passed all incoming functional testing. E3: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down when using the analyzer. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.